Event description:
It was reported that the patient was experiencing pain in the stomach area and along the back, where the implant is located. The pain was not device related. The patient went to emergency room, where patient was provided with medical intervention and reprogrammed.